Event description:
In 1982, rptr had her first pair of saline breast implants for breast reconstruction by a very well known surgeon. In the years following, rptr had fatigue, numbness, and other vague complaints. By the fall of 1991, her fatigue was worse; into depression. Rptr was in constant pain and had numbness in her hands. Response to calls to dr was, "the dr says your implants are okay, and you are just reacting to the hysteria created by the news media." After a day and night of unbearable pain and a high fever, rptr again phoned that dr's office. The surgeon examined her and stated that he felt the left implant was leaking since it was smaller than the right implant. He stated that there was indeed capsular contractures around both implants. The dr scheduled surgery for that eventing. The left implant was found in her left armpit. The capsular contracture was where the implant should have been. The right implant and capsular contractures were removed also. Both implants were replaced by new saline implants. During the 5 weeks beginning with 5/7/92, rptr had 4 surgeries. One of the new implants tore apart when the drainage tube was pulled out. That required a new implant. The final surgery was to remove both implants because of the infections. When the final implants were removed, the surgeon wanted rptr to return for new saline implants in 6 months. Rptr has daughters with saline implants. One of them is having health problems similar to her own.